Manufacturer narrative:
A steris service technician arrived onsite to investigate the reported event and found the screw that secures the top panel to the frame was not in place, the screw was located on the floor. As the screw was not in place, this caused the panel to detach resulting in the reported event. The technician installed new screws, tested the unit, confirmed it to be operating according to specification and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the top panel of their evolution sterilizer fell off the unit contacting the employee's head and right shoulder. Medical treatment was sought, the employee received a CT.

Manufacturer narrative:
A steris district service manager retrained the technician on proper maintenance activities for the evolution sterilizer specifically reinstalling the panel screws after servicing the unit. No additional issues have been reported.